Manufacturer narrative:
(B)(4). Concomitant products: m/l taper femoral stem (00-7711- 007-10, 61418549) ; biolox delta ceramic head (00-8777-036-03, 2857221); trilogy longevity liner (00-6305-050-32, 61412972). Reported event was confirmed due to the review of medical records. Medical records for the revision were provided and reviewed by a health care professional. Review of the available records identified the following: the patient experienced 2 dislocations following the revision surgery. The revision was performed, where tissue damage was noted, as well as the rim of the liner being bent. Bone defects were found around the shell and stem, but both devices remain implanted. A new zimmer head and liner were placed, and future concerns on viability of tissue and healing of the pelvis were noted. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00834, 0001822565 - 2022 - 01435.

Event description:
It was reported the patient underwent a right hip revision approximately 1 year post implantation due to dislocations and instability. During the revision there was brown clear fluid, evidence of brown necrotic tissue perhaps on the basis of old blood and perhaps on the basis of old alval, rim of liner was bent, bony defect, necrotic bone, and viability of tissue causes concern for healing of the pelvis. The head and liner were exchanged without complications. The stem remains implanted. No additional information.